Event description:
Boston scientific crm received information that during a device replacement procedure, the ventricular setscrew on this device was stuck. Technical services was contacted and the setscrews were freed. The device was explanted and returned for analysis six months later.

Manufacturer narrative:
The device is currently in analysis.